Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing. Customer's blood glucose (bg) was 420mg/dl. Infusion set supplies were changed to address the issue and insulin delivery was resumed.